Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 231015. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) sample needles were returned for evaluation by our quality team. One (1) needle showed no clogging, with light and liquid able to pass through the cannula. The second needle did appear clogged. Through microscopic examination, the clogged material was white and seemed to be part of a vial septum. Based on the provided feedback and the sample evaluation, we confirm that an issue of coring took place which caused needle clogging. We would like to inform you that new material 303262 has a regular bevel in comparison to material 304322 which had a short bevel. This means that the way the needle punctures the vial changes. For material 303262, the angle of penetration for the vial should be between 45 to 60 degrees. Taking into account the preventive measures and controls in place during the manufacturing process, it is unlikely that the coring was caused by poor or insufficient de-burring of the cannula. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. Please find attached the job aid ¿(B)(4) how to reduce coring with a sharp needle¿ which explains how the handling should be performed.

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 18x1-1/2 rb tw was clogged/blocked. The following information was provided by the initial reporter translated from french to english: "hi, nurses had problems with reference 303262 (needle 18x1-1/2 rb tw) they are blocked (no possibility of aspirating)." Additional information provided on 04/16/24 translated from french to english: "no effect on patients or staff, only needles which are sometimes clogged or obstructed which prevents aspirating or injecting through ref 303262 lot 231015. We are in the process of recovering all the needles from the batch that is causing us problems, so it is in progress, there will be the equivalent of around fifteen boxes of 100 needles but I do not have the exact number at this time. Day. We have a needle that is blocked to return to you for example but the problem has arisen many times"